Manufacturer narrative:
Pump received with blank display due to due to battery tube connector not plugged in properly in interface board. Unable to perform unexpected restart alarm test or verify for unexpected restart due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a blank display after receiving a replacement battery cap. The customer's blood glucose was 200 mg/dl. The customer stated the blank display was recurring with every battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.